Event description:
While testing the core micro drill during routine servicing, it continued to run when the trigger was no longer activated. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Upon disassembly for visual inspection, corrosion was found on the rotor and motor. The rotor was stuck in the motor.